Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The result was higher than expected when compared to a vitros high sensitivity troponin I (hstni) result observed from the same patient sample which resulted less than the acute myocardial infarction (ami) cutoff for the vitros hstni assay. Patient sample 1 result of 0.10 ng/ml (above the url cutoff of 0.034 ng/ml) versus the vitros hstni result of < 2.00 ng/l (below ami cutoff of 11 ng/l). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result of 0.10 ng/ml was not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The result was higher than expected when compared to a vitros high sensitivity troponin I (hstni) result observed from the same patient sample which resulted less than the acute myocardial infarction (ami) cutoff for the vitros hstni assay. The assignable cause of this event was a sample-related interferent. The "other limitations: section of the vitros tropi es instructions for use states the following: heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products." Results which are inconsistent with clinical observations indicate the need for additional testing. The customer utilized an unknown blocking agent on the affected patient sample and observed a post-blocking result of < 0.012 ng/ml, which was consistent with the laboratory's expectation for this patient sample. Although the blocking agent was unknown, the lower result after utilizing the blocking agent demonstrates that the assignable cause of the event was an interferent in the patient sample. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es, lot 6070.